Event description:
The complainant stated that the head section is drifting slowly.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the customer discloses their investigation.